Event description:
It was reported that during the distal occlusion test, the pressure went above the tolerance twice (28.76 /kl). The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Manufacturer narrative:
H4 - device mfg date: correction. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "during the distal occlusion test; the pressure went above the tolerance twice (28.76 /kl)¿ was not confirmed through any testing methods. Downstream occlusion test passes at 20 psi and upstream occludes when clamped. The unit calibrates normally and reacts to all conditions laid out in ¿tsm¿. No repairs were conducted at this time to resolve "pressure issue". The investigation found the downstream occlusion (dso) seal was separating from the plate and was replaced. Performed dso/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.